Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-10991.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400 mg/dl. The customer stated that the paramedics were called. At the hospital the customer was treated with a couple of shots and was given intravenous treatment. The reason for the high blood glucose was that the customer was thrown into the swimming pool with their insulin pump attached to them. The customer stated that they had a couple of drinks and more to eat. Nothing further was reported.